Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection and voltage test were performed and no defects were found. (B)(6) pairing testing was performed and the test passed. Functional testing was also performed and the test failed. The shared data log was reviewed and a low transmitter battery alert was not observed, but transmitter failure was confirmed. The reported event of low transmitter battery error message was confirmed due to the functional test failure. The root cause was determined to be a defective transmitter. Based on the findings of transmitter failure, this issue has been upgraded from non-reportable to reportable.